Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (1) outer cover for a 7 mm, 23g pen needle without the tear drop label. Customer states that the needle is clogged. Unable to perform DHR check due to an unknown lot number for clog. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no pen needle was returned by the customer. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no pen needle was returned by the customer. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Please note the outer cover of the needle was returned, but not the actual needle in question. Without a needle sample a investigation could not be performed.

Event description:
It was reported that a needle clog occurred at an unspecified time with a unspecified bd pen needle. The following information was provided by the initial reporter, "needle clog."